Manufacturer narrative:
The investigation concluded that the trial insert was broken during impaction. Upon inspection under a light microscope (20x), it is believed that the fracture propagated from the distal part of the rim to the top. The propagation of the fracture indicated that the device was not fully seated and properly aligned in the acetabular shell prior to the start of impaction. The root cause of this event is believed to be user related. Device history review showed no reported discrepancies.

Event description:
It was reported that, "when impacting the insert trial, it cracked on the edge locking mechanism. The crack separated a piece from the rim."